Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited lead noise. The lead noise could be reproduced with pocket manipulation. No other electrical anomalies were noted. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout and would continue to be monitored.